Event description:
MFR was notified that during a carotid occlusion, the detachable silicone balloon leaked and floated upstream in the external carotid artery. The pt was not affected by this event and was reported in good condition after the procedure.